Event description:
Same case as MDR ID: 2134265-2015-05435. It was reported that a patient had a complication after the procedure. A interlocking detachable coil was used for a pelvic vein embolization. The physician completed the procedure using a range of interlock 0.35 coils (B)(6) 2015. On the (B)(6) 2015, patient complained that all her veins became very dilated and that she was very uncomfortable. The patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).